Manufacturer narrative:
The device came in for unknown reasons. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unexpected return- (B)(4). Unit received in service depot as unexpected. A new sn has been created to account for the unit in our depot. Information to update the RMA to be confirmed by customer. Serial number 2001325 is the serial number assigned to RMA 301532457. Serial number re-assignment required to reconcile a mismatch between the internally programmed serial number and the externally applied serial number labeling. The following serial numbers or partial serial numbers were found (B)(4)(external) & (B)(4) (internal). These serial numbers have been flagged as inactive to be re-serialized should they return to carefusion for service. Joseph price at josephprice@uabmc.edu has been notified that the mismatched serial numbers will be deactivated and that a new serial number (2001325) has been assigned to their hospital. 8nov2019w